Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose level was 247 mg/dl. She corrected her blood glucose level with a bolus but it did not come down. Instead her blood glucose level increased three points. As a result, the customer was going to administer manual injections. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.